Event description:
Applying a dexcom g7 sensor on the back of the arm, the sensor did not release from the plastic applicator. It could not be used. We only get a certain number of these and insurance only allows a certain number for a set price. The current lot(s) of dexcom g7 sensors have a lot of problems. There are two in our family that use the dexcom g7. 1) we've had multiple failures during the ten (10) day period of use, sensor failed. 2) we've had readings that were 100 to 200 units off for both high and low values; this is particularly disconcerting at night when very low blood sugars (<40) using a handheld glucometer) and the dexcom g7 readings were showing high values. 3) several sensors never detached when applying them on the arm. 4) there are currently a lot of complaints in facebook groups about the current lots of dexcom g7 sensors. Unfortunately, dexcom, inc. Will only replace a couple and that results in the insurance company not wanting to give you more sensors. I am type 2 diabetic. Personally, I have stopped using the g7 because it is very unreliable. I use an handheld glucometer often to get accurate readings. I'm saving my unused sensors for my son who is type 1 and needs closer monitoring. We have had several incidents with him where his sugar goes so low at night that he is shaking like have a seizure and the sensor says his blood sugar is >100 and he doesn't wake up with the sensor alert. We keep the bedroom doors open to hear when the sensor alerts. But it is not very loud and is hard to hear. This is unacceptable. My background I have a ph.d. In organic chemistry from (B)(6). I have worked in the medical device/pharmaceutical industry for more than 32 years now. I've worked for (B)(6). I've always worked in quality assurance at a associate director level and up. The qc labs at most companies reported to me. I have been the host for more than 6 inspections and participated in >10 more. I currently work in validation reporting to quality assurance. I'm proficient in statistical analysis for analytical testing, complaints, and manufacturing production processes. The problems with the current lots of dexcom g7 sensors seems to be due to manufacturing. I would guess and the first thing I would investigate if I worked for dexcom qa would be a change in supplier or manufacturing of the g7 sensor, which is probably made in taiwan or china. I have experience with devices from both countries. There needs to be a serious inspection of the current lots of sensors. Just because no one has died, hopefully, doesn't mean that nothing is wrong. Please help all of us using the g7 and g6 by initiating and investigation into the sensors being produced at this time. Sincerely, (B)(6).